Event description:
Subsequent information was received that noise was observed on the shock and pace channel of the rv lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and device noted low out of range pacing impedance measurements. Boston scientific technical services (ts) reviewed the available data and confirmed the shock impedance measurements were stable around 80 ohms. Ts did confirm the low out of range pacing impedance measurements. No adverse patient effects were reported.